Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mm x 150cm coyote balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).